Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a patient cs300 intra-aortic balloon pump (iabp) lane reports the ¿low vacuum¿ message on the pump. There is no harm or injury to the patient reported

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (type of investigation, investigation finding, conclusion), h11. It was reported that during use the cs300 intra aortic balloon pump (iabp) had low vacuum message. Patient involved and no harm reported. Lane reported the ¿low vacuum¿ message on the pump while on a patient. The message comes and goes but has reportedly been more consistent the last few hours. Advised him to exchange pumps and report the pump to biomed. Another pump was available and he did not need assistance with the change out. He had no more questions. No repair information available. Tw# (B)(4) can be referred for service call and other details updated on this complaint.

Event description:
N/a.